Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). Device evaluation: the system was reviewed by a field service engineer (fse) and the checklist service was successfully completed. No equipment problem was identified and the issue could not be duplicated. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during phacoemulsification of the cataract lens in the left eye, the machine alarm sounded and the surgeon abruptly stopped to see what was wrong with the machine. The surgeon tried to continue to remove the cataract but the fluid stopped running leaving the vacuum continuing to pull the posterior chamber into the phaco tip, causing a perforation. The surgeon proceeded to set up for a vitrectomy, however the machine continued to fail the priming procedure. Several attempts were made to resolve the issues and eventually the system was restarted. The surgeon was not happy to proceed and the procedure was abandoned. After a follow up received on the 11th november we learned, that a vitrectomy was performed on the day of the event. No further information was provided.